Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 450 mg/dl. Found that the customer had allowed the reservoir to go completely empty prior to the event. Troubleshooting was performed, and found low reservoir and no delivery alarms in the history. The insulin pump passed the prime test. Nothing further was reported.